Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a revision done on (B)(6) 2016. They also complained of difficulty urinating and a decreased stream for two weeks on (B)(6) 2017. There were no further complications reported or anticipated.